Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture occurred. Access was gained with a non-bsc 6f sheath and non-bsc guide wire. The 90% stenosed target lesion was located in the calcified and moderately tortuous internal carotid artery. The 8.0x20mm (B)(4) balloon was initially inflated to 7 atms. Upon second inflation, at 12 atms, the balloon ruptured. The procedure was completed with a different device and an express ld stent was implanted. No patient complications were reported and the patient's status is good. This product is only ous approved, but it is similar to an approved us device.